Event description:
The facility states that the surgeon implanted a model aa4203tl lens but noted damage to the lens after it was implanted. The surgeon used a model msi-pr injector and a model mtc-60c fp cartridge to deliver the lens into the pt's eye, the lot numbers for these items are unk. Upon implanting the lens the pt sustained a capsule tear, the facility does not know what caused the pt's injury. The surgeon removed the lens and performed an anterior vitrectomy. It is unk what caused the damage to the lens.